Event description:
Customer reported the workstation video is intermittently blanking out during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor pcb, x-ray tube, and performed a filament calibration. Customer replaced the high voltage cable and the camera video cable. System operates as intended.